Manufacturer narrative:
Additional information: contact person phone number: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and found batteries and charger to be working normally. In logs it was found that for 3.5 hours period the pump was operating on battery power. Power was restored when batteries depleted and charging resumed. Appears pump was not plugged in. Fse performed helium leak test and found pump to be leaking at the rate of 27 psi in 5 minutes. Spec is 20 psi in 5 minutes max. Fse cleaned and replace helium tank gasket. Leak rate was then 4 psi in 5 minutes. Device passed all functional and safety tests according to factory specifications. Device was returned to customer and cleared for clinical use.

Event description:
N/a

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer reported that pump would not charge batteries and had a helium leak. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.